Event description:
It was previously reported that in 2007, the pt saw the physician that implanted the device and stimulation on both leads was increased. The first lead was changed from 1.5 to 2.0 and the second lead was changed from 1.7 to 2.5. Immediate family member reported that the pt had a "mental collapse and was way better before the implant. It's like her whole intellectual being is gone." The pt's sister goes on to state that, " physician believes there is medication induced dementia." The pt has been referred to a physician familiar with both the dbs device and prescribed medications. It was further reported by the hcp that the delirium was secondary to the start of a dopamine agonist patch. The pt has since discontinued the patch and recovered without sequela. See MFR's report #: 6000153200703308 and 6000153200703307. Additional info received indicated the pt experienced an altered mental status, in a constant dementia state, dyskinesia that was causing her to have dangerous falls and break bones, and voice alteration so that "she can hardly speak". The pt was scheduled for device reprogramming. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. Please see MFR. Report #3004209178200808412.